Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged a call service alarm occurred and was not recorded in the pump history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: during investigation, the black box shows multiple ¿cs006¿ eeprom write failure alarms. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. Unable to clear or program a basal rate and to ran the pump for 24hr due a ¿cs006¿ alarm, reported ¿cs006¿ complaint is duplicated. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board. A test code downloader tool application v 1.0.0 was used to upload test code v 1.1.12 to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.